Event description:
The customer reported the ventilator mains power led indicator was intermittently not lit and the unit was operating on battery power. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse verified power to the unit. Pse advised the biomedical engineer evaluate the power supply for replacement to address the reported problem. The biomedical engineer reported the power supply was replaced and the unit was operating well on both ac and battery power.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.